Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device gave 4mm under/over resection data post cuts with verification for anterior and posterior cuts but not the other cuts. The checkpoints were 1.5mm out but arrays had not moved. It was reported that the device was being used with a robotic assisted base station device. The exact date of this event was unknown but was noted to have occurred in 2024. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary log files for this event were reviewed. The investigation confirmed the reported issue. The investigation found evidence of array movement. The root cause of the complaint is array movement during the posterior chamfer cut. This array movement resulted in the expected resection planes to move. The anterior and posterior cuts were completed before the movement and measured after the movement, therefore, they were measured to be approximately 4 mm off from the new resection planes. This movement also described the femur verification to be unsuccessful as described in the complaint. The exact cause of the array movement cannot be determined. There are no defects found with the system or software.